Manufacturer narrative:
A getinge field service engineer (fse) checked and replaced upper display monitor . Unit cleared for clinical use is unknown. Patient involvement was unknown, no patient harm was reported. The failure analysis and testing department received an upper display monitor and performed visual inspection of the upper display monitor per the cardiosave service manual part number 0070-00-0639 rev r and found no visual damage and the part looks to be in good condition. Installed in the iabp cardiosave test fixture s/n (B)(6) . Performed and tested (1 hours) in accordance with cardiosave service manual p/n 0070-00-0639 rev r, in an attempt to recreate the reported problem. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the upper display monitor to the supplier for failure analysis as per procedure 0002-07-d008 rev ap. The supplier tested the board and no abnormalities were found. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a fuzzy upper display. Display is still legible and waveforms are present, but there is a static like visual on the upper display. Customer inspected for damage and ensure proper connections on both ends of the coiled cable. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.